Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.82ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the mfg site. The programming present in the history does not correlate with the customer's reported settings. The device was not powered on the reported event date of (B)(6) 2010. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the pt receiving less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of 5fu, with a rate of 24ml/hr, a 526ml vtbi (volume to be infused), the keypad was locked and the delivery was started. No further programming parameters were provided. The next day after an unspecified length of time, the nurse noted the device display indicated a rate of 1ml/hr instead of the intended rate of 24ml/hr, the keypad was locked and the container was "mostly" full. The device was removed from clinical service. The physician was notified. Therapy was resumed at a rate of 24ml/hr using a replacement pump and was completed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.